Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff had a breakage and leaked. The patient developed 100 % right sided pneumothorax which had to be addressed in the immediate post-operative phase. The patient suffered injury but current status is unknown.